Event description:
It was reported that this lead was an attempted implant into the left bundle branch. The lead was repositioned numerous times, trying to achieve left bundle pacing, which is contraindicated in product labeling. After many attempts, the helix mechanism would not retract nor deploy appropriately. Subsequently, a new lead of the same model, was successfully implanted in the right ventricle. Return of the attempted lead is not expected. If the lead is received for analysis, this report will be updated with pertinent information upon completion of product analysis.